Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that post sensed t-wave oversensing on the ventricular lead was noted. And the patient received inappropriate atp therapy. It was resolved by reprogramming and the device was still implanted.